Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that a stent came off the balloon after penetrating the valve of the sheath.

Manufacturer narrative:
Additional information: pt info. Engineering analysis: the icast was removed from the packaging and inspected to determine the cause of the complaint. The delivery system was decontaminated and inspected for damage. There was no damage seen. The stent was centered between the two ro marker bands but was loose. The proximal end of the stent was damaged. The damage may have occurred when the physician grabbed the stent with the forceps. The stent diameter was measured and was 2.17mm. This diameter is indicative of the 59 stents measured during the quality performance testing inspection. The introducer sheath used in this aaa fenestrated evar procedure was not returned so it could not be inspected for damage, specifically at the valve where the catheter is advanced through. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. When the stent is crimped onto the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped onto the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. None of the 59 samples tested had any stent movement while passing the device through the introducer sheath. Other potential causes may also be considered but cannot be verified. In many cases stent dislodgement has been when operator grasps and tugs on the stent to verify stent retention. This technique can dislodge the stent if too much force is applied. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.